Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted including the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of unknown age and gender underwent an upper endoscopy with placement of duodenal stent which the evolution duodenal controlled-release stent, g48027- qty. 2 were used. (An additional file has been created to capture the second device) both stents were prepped correctly. Both were passed down the scope. When asked to deploy, the trigger was squeezed and the little plastic piece moved down the handle, but the catheter did not move and the stent did not deploy. There was an audible click with the second stent. The position was good and scope was straight inside. Dr. Reported the scope was not looped tight on the outside. This is the message that was sent to me [district manager] from the nurse. The reference to the little plastic piece on the handle is the indicator for where they are in the deployment. The procedure was completed by using a third stent.

Event description:
This follow up report is being submitted to cancel the initial MDR report. As initially reported to customer relations: a patient of unknown age and gender underwent an upper endoscopy with placement of duodenal stent which the evolution duodenal controlled-release stent, g48027- qty. 2 were used. (An additional file has been created to capture the second device) both stents were prepped correctly. Both were passed down the scope. When asked to deploy, the trigger was squeezed and the little plastic piece moved down the handle, but the catheter did not move and the stent did not deploy. There was an audible click with the second stent. The position was good and scope was straight inside. Dr. Reported the scope was not looped tight on the outside. This is the message that was sent to me [district manager] from the nurse. The reference to the little plastic piece on the handle is the indicator for where they are in the deployment. The procedure was completed by using a third stent.

Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted as a cancellation report, file was reported initially based on a conservative assessment of device malfunction reporting precedence for this device family ¿flexor kinked/ stretched/ broken/ compressed¿. The device was returned and evaluated confirming no issue with the flexor of the device. The shuttle cap was found to be broken, the file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted including the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of unknown age and gender underwent an upper endoscopy with placement of duodenal stent which the evolution duodenal controlled-release stent, g48027- qty. 2 were used. (An additional file has been created to capture the second device) both stents were prepped correctly. Both were passed down the scope. When asked to deploy, the trigger was squeezed and the little plastic piece moved down the handle, but the catheter did not move and the stent did not deploy. There was an audible click with the second stent. The position was good and scope was straight inside. Dr. Reported the scope was not looped tight on the outside. This is the message that was sent to me [district manager] from the nurse. The reference to the little plastic piece on the handle is the indicator for where they are in the deployment. The procedure was completed by using a third stent.